Event description:
Date of surgery: 2007. It was reported that a pt underwent a surgical procedure to extend a pre-existing construct from levels l3 to s1 that was 4 yrs post-op. The extension was to level l2 secondary to the failure of the upper level. During the procedure, the surgeon noticed a screw had disassembled. Fusion was solid. Surgeon removed all hardware and placed instrumentation on the adjacent level. No pt complications were reported.

Manufacturer narrative:
Device has been returned to the MFR; therefore, product eval is possible. A visual macroscopic and macroscopic examination was performed by a product engineer that revealed that the bone screw component disassembled from the head component. Hardware was 4 yrs post-op. All instrumentation was removed and hardware was placed at adjacent levels. Fusion was solid at levels instrumented according to the report. DHR was reviewed and parts appear to have been made to original specifications. Unable to determine the cause of the event at this time.